Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the insulin pump alarmed battery out limit. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 211 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Unable to verify for battery out of limit alarm due to no act button response. The insulin pump has minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.